Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads implanted with the same lot number. It was reported the patient experienced a change in his stimulation. The patient is only receiving stimulation in his knees. A sjm representative met with the patient and reprogramming was unable to resolve the issue. Lead diagnostic test showed all contacts were normal. X-rays have been ordered. The patient is working with his physician to determine the next course of action.